Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post-atrial lead revision for a perforation, when the new atrial lead was connected to the pacemaker there were high out of range impedance measurements. When connecting the lead to the pacing system analyzer (psa), impedances were within normal limits. The physician re-tested the lead again with the psa and measurements were normal. Then, when reconnecting the lead to the device header, the impedances were out of range. The physician chose to replace the device noting concern with possible header damage. The device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation of high pacing impedances and possible damage to the header was not confirmed. The header was intact and impedance testing was normal during analysis.